Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system start-up countdown got stuck at 00:00 and the system would not boot up. Review of the system log file confirmed the system startup problem. The fse noticed that the software startup problem would be due to the system shutting down during data transfer. The fse deleted the system garbage files and rebooted the system. After the second reboot, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system start-up countdown got stuck at 00:00 and the system would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of the complaint.